Manufacturer narrative:
On 30-jul-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and there was a bent in the tip making it unable to advance into the septum. The vizigo sheath was replaced and the procedure continued with no further issues. There was no patient consequence. Additional infomration was received indicating the damage to the tip did not result in exposed wires or damage such as lifted or sharp rings. The device was not preshaped. The problem was the distal end of the catheter and unknown if there was any difficulty maneuvering the catheter during insertion of removal from the sheath.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and there was a bent in the tip making it unable to advance into the septum. Additional infomration was received indicating the damage to the tip did not result in exposed wires or damage such as lifted or sharp rings. The device was not preshaped. The problem was the distal end of the catheter and unknown if there was any difficulty maneuvering the catheter during insertion of removal from the sheath. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and functionality test of the returned device were performed. Visual inspection revealed that the soft tip was bumped. No other damage or anomalies were observed on the sheath or the dilator. A device history record evaluation was performed for the finished device lot number and no internal action was found during the review. The intracardiac resistance issue reported by the customer was confirmed as it could be related to the tip condition. This failure could be related to a potential skin incision size relative to sheath during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following information: use fluoroscopy and/or intracardiac ultrasound to monitor the advancement of the catheter and removal of the catheter from the sheath. Move the catheter carefully to avoid cardiac damage, perforation, or tamponade. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).